Event description:
The iab was inserted into the pt on 5/7/99 at 8:00 am and removed on 5/8/99 at 9:00 am. The iab did not malfunction. The pt had severe bleeding, major ischemia, surgery required and compartment syndrome. The iab was not returned to datascope. Event complications: severe bleeding/major ischemia/surgery/compartment syndrome. Pt's current status: unk - "rpt'd" 5/11/99.